Event description:
It was reported that during implantation a haptic of a monofocal intraocular lens (iol) was stuck and was broken off. Daily activities was not significantly affected. It was reported that the iol was fully inserted. Through follow up, it was learned that the iol was not removed nor replaced during the same surgery, no replacement lens was used. No medical or surgical intervention outside of the standard of care was performed. The patient outcome was not available. No further information is available.

Manufacturer narrative:
Section e1 telephone number: (B)(6) section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.